Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and the patient refused to answer any further medical questions. The following is based on the initial call placed to lfs. The patient mentioned that on an unspecified date and time she obtained a 195 mg/dl and a 380 mg/dl within 20 minutes from one another. The patient mentioned that an unspecified time later she developed symptoms of feeling dizzy, light headed and heart was racing. An hcp treated the patient; however, the patient was unable/unwilling to provide any information on treatment. The patient mentioned that the test strips was not expired and the test strips were not cracked or broken. The patient was unable/unwilling to verify whether the technique of applying blood on the test strip was correct and was unable/unwilling to run a quality control test. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long after testing she developed symptoms, whether she was tested on an hcp's meter, treatment she received and how long the symptoms lasted. The complaint is being reported since the patient alleged that due to the erratic readings, she later developed symptoms and had to seek medical attention.

Manufacturer narrative:
A 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.